Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the subject device was explanted due to infection. It should be returned for analysis.

Manufacturer narrative:
Preliminary analysis confirmed that the device was sterilized and released in accordance with applicable operating procedures.

Event description:
Reportedly, the subject device was explanted due to infection. It should be returned for analysis.